Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing with a gold cartridge the device was fired 120 mm up from the pylorus. Once the firing was complete, two inside staple lines on the specimen side did not form. The surgeon over sewed the area. No patient consequence reported.

Manufacturer narrative:
(B)(4). Based on the photographic evidence of the subject ple60a device, utilizing a gold cartridge, unformed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Additional information: damaged cartridge, damaged one piece sled, damaged drivers, photograph a photograph of the staple line was received. Based on the staple form observed in the photographs and the condition of the tissue/staple line, unformed staples can be confirmed. There is insufficient evidence to determine the root cause of the issue the analysis found that one device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.